Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a direxion microcatheter. The device was bloody. Analysis of the tip, inner/outer shaft, and hub included visual and microscopic inspection. Inspection revealed the outer nickel shaft was separated 18.2 cm from the strain relief. The inner shaft was stretched and kinked at the outer shaft fracture faces. No other damage or defect was found with the returned device.

Event description:
It was reported that the catheter coating detached. A 130cm direxion catheter was selected for an embolization procedure in the cheek hemangioma. During the procedure, the catheter coating detached. The catheter was completely removed by pulling out. A non-boston scientific catheter was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the catheter coating detached. A 130cm direxion catheter was selected for an embolization procedure in the cheek hemangioma. During the procedure, the catheter coating detached. The catheter was completely removed by pulling out. A non-boston scientific catheter was used to successfully complete the procedure. There were no patient complications.